Event description:
The customer reported getting no pads connection.

Manufacturer narrative:
(B)(4): the customer reported getting no pads connection. The philips response center staff localized the issue with the customer to a failed pads cable. The customer was given the ordering information for the replacement cable.